Event description:
It was reported that post implant procedure when the patient was transferred to the recovery ward, electrocardiogram showed pacing inhibition. The patient's pacemaker exhibited over-sensing of noise due to electromagnetic interference (emi). No intervention was performed. The patient was in stable condition.